Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the med surge department at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the head end brake casters were worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010, 2011 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head end brake casters to resolve the issue. Based on this information, no further action is required.